Event description:
Blade is cracked/tip is broken. The incident occurred during training with no pt involvement.

Manufacturer narrative:
Immediate visible damage: tip of the blade cracked. Failure confirmed.